Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2022. On the same day, the patient was shopping at a store, and almost lost her balance but did not fall or faint. She was not dizzy. A man behind her saw she was unstable and thought she would fall so a cashier called emergency medical service (ems) and had her sit in a wheelchair. Upon paramedic arrival the bg finger stick value was 30 mg/dl but the cgm value displayed on the tandem pump screen was 300 mg/dl. Paramedics gave the patient transcend liquid glucose to drink, and within thirty minutes, her readings returned to normal (113 mg/dl). After the event, the patient went home. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.